Manufacturer narrative:
Investigation summary: no samples displaying the condition reported are available for examination. We were unable to fully investigate this incident, and no root cause can be determined, as no samples were received. The lot number is unknown, therefore device history record review (DHR) or quality notification review (qn) could not be performed. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored monthly. Our business team regularly reviews the collected data for identification of emerging trends.

Event description:
It was reported that the needle tip needed to be tightened with an unspecified bd syringe¿. The following information was provided by the initial reporter: customer reported the replacement cartridges she received had the same issue as her previous cartridges (com-354536). Customer reports that she is able to continuously remove air from her cartridge. Customer has tried 4 cartridges so far today from lot m 220646 and experienced the same exact issue. Was requested customer capture a photo or video of the relative size and quantities of air bubbles that she is experiencing. Customer has not yet filled a cartridge successfully.

Manufacturer narrative:
Unknown manufacturer: there are multiple bd locations where this unspecified bd device may have been manufactured. A catalog and lot number could not be confirmed for this incident and without this information we are unable to determine where the device was manufactured. (B)(4). Medical device expiration date: unknown. Device evaluated by MFR: a device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Device manufacture date: unknown.

Event description:
It was reported that the needle tip needed to be tightened with an unspecified bd syringe¿. The following information was provided by the initial reporter: customer reported the replacement cartridges she received had the same issue as her previous cartridges ((B)(4)). Customer reports that she is able to continuously remove air from her cartridge. Customer has tried 4 cartridges so far today from lot m 220646 and experienced the same exact issue. Was requested customer capture a photo or video of the relative size and quantities of air bubbles that she is experiencing. Customer has not yet filled a cartridge successfully.